Event description:
Caller reported a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset instructions, and after the reset, the error code did not reappear. The caller successfully started their sensor session following the resolution.